Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the mfg documentation for this batch found that the device met its material, assembly and product spec at the time of release to distribution. The most probable cause is determined to be due toperational context.

Event description:
It was reported that during a peripheral intervention procedure, a balloon rupture occurred. Percutaneous transluminal angioplasty (pta) was performed on the 90% stenosed target lesion located in the moderately tortuous left common femoral artery (cfa) to superficial femoral artery (sfa). A 6f mach1 st 55cm was advanced to the lesion contralaterally, and a 0.014 guidewire (kaneka) crossed through the left cfa to sfa. The sterling otw 4.0x40 mm was in place, and inflated. Upon the 1st inflation up to 14 atmospheres, the balloon ruptured. The procedure was proceeded with a sterling 4.0x20mm balloon. No pt injuries or complications were reported. Pt status reported as "good".